Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm decreased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 65 mg/dl, and the meter bg reading was over 600 mg/dl. As a result of the decreased basal delivery, customer's blood glucose (bg) level rose to 666 mg/dl, with moderate ketones. Due to increased bg level customer was "throwing up." A manual injection was given to address bg level and customer was transported to the emergency room (ER). Customer was treated with intravenous fluids of saline and insulin. Customer was released from the emergency room 6 hours later with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.